Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: visual and microscopic examination of the device showed damaged consistent with "crushing" approximately 3/4" from the y-hub on the venous extension leg revealed a leak at the damaged site. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history was not possible. Based on the information available and the results of the MFR's developed a pin hole in one of the extension legs at the area of the clamp" has been confirmed. The damage found is consistent with "crushing" and appears to have been caused by clamping the guidewire during insertion of the catheter and then attempting to remove the guidewire without releasing the clamp. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA 6/10/98.

Event description:
On 05/08/1998, the facilities radiology supervisor informed the MFR's sales rep of the following: after 7 days, this catheter developed a pin hole in one of the extension parts at approx the area of the clamp device. No further details were provided at this time.